Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving gablofen (500 mcg/ml at 180 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient's pertinent medical history included spastic diplegic cerebral palsy, anxiety, and no known drug allergies. Other medication the patient was taking at the time of the event included miralax. It was reported the patient developed an infection. The infection was noted as a staph infection, (B)(6), and meningitis. The pump and catheter were removed as a result. Diagnostics performed included an abscess culture and gram stain of the pump pocket. The results included gram positive cocci, (B)(6), no anaerobes, and elevated esr (erythrocyte sedimentation rate), crp (c-reactive protein), and wbc (white blood cell). The patient no longer had a pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.